Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after taking a bath the user¿s dexcom g7 continuous glucose monitor would not pair with the ilet, while glucose values remained visible in the dexcom mobile app; troubleshooting included toggling bluetooth, restarting, and reentering the pairing code to initiate re-pairing. Symptoms included no adverse clinical effects and no reported changes in blood glucose. Outcomes included no interruption to glucose monitoring on the phone and no need for medical care or hospitalization. Investigation included guided troubleshooting and education on re-pairing steps. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 cgm with no evidence of sensor failure or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was communication pairing failure between devices.